Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the scratch or serration was appeared on the anterior side of the lens. It was not known if the lens had this defect prior to manual loading or if it occurred as a result of the scrub tech loading the lens with loading forceps. The physician decided not to explant this lens as it will not degrade the patient visual performance. Additional information has been requested.